Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error codes e116, e117, and graphics processing unit (gpu) fanspeed occurred due to the faulty graphics processing unit (gpu). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is an olympus in-house equipment. The device was evaluated and the findings were as follows:, there was a gpu (graphics processing unit) fanspeed error, error e117 and error e116. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The visera 4k uhd camera control unit was returned as part of the asset return process. During a routine inspection of the device by olympus, there was a gpu fanspeed error, error e117, and error e116. There was no patient harm associated with the event. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.